Event description:
During an anterior vitrectomy, the md stated the hand piece made a loud swoosh sound and injected air into the eye. No patient injury. Potential patient injury if occured during a different part of the surgery. Equipment involved included machine and sterile hand piece with tubing. Hand piece and tubing changed out after event and surgery continued. Hand piece has several connections. The multiple connections can contribute to human factors issues and/or an air leak due to an unsecure connection. A design of less connections would reduce the risk of possible air infiltration. This was entered for tracking means and potential for patient harm event.